Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when they putting a new battery screen goes blank. The customer¿s blood glucose was unknown. Customer also stated that crack in insulin pump on bottom near reservoir and when they suspending the insulin pump sometimes had a bubble and had to rewind again and do set again re-priming every morning after suspended. The devise will not be returned for analysis.